Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported stroke event is related to procedural issues, patient resistance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a right transcarotid artery revascularization (tcar), the third-party balloon was advanced past the enroute 0.014" wire and distal to the lesion. The balloon was then pulled back, and the wire was advanced. Angiogram displayed a dissection, which was subsequently covered with an unplanned additional stent. After completion of the procedure, the patient was unable to move their left leg and grip their left hand. The incision was reopened, and a doppler ultrasound was performed, which showed good blood flow. Angiograms revealed satisfactory results in the carotid artery, stent, internal carotid artery, and cerebral vasculature. Subsequent angiography showed no obstruction in the cerebral vasculature. The access site and incision were closed. Magnetic resonance imaging (MRI), 72 hours post-op, revealed new white lesions throughout the right hemisphere and the right motor strip region. The physician stated that the patient's symptoms have improved but the patient has not returned to baseline. There was no p2y12 inhibitor test performed on this patient. At this time, it is unknown if the reported stroke event is related to procedural issues, patient resistance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.